Event description:
It was reported that during an inflatable penile prosthesis (ipp) surgery a connection between the pump and cylinder failed because the connector came undone, causing the system to drain out. A surgical procedure was performed, during which the pump was taken out to remake the connection and then put it back once the connection was made. There were no patient complications reported.